Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
The hub of the dilator separated from the dilator. The dilator was successfully removed by hand with no subsequent intervention. The procedure was completed with the device in question. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, manufacturing instructions, quality control, trends and a visual inspection of the returned device were conducted during the investigation. A 12.0 fr. Hfanl yellow dilator was returned for investigation. The dilator did not have a hub attached, and the hub was not returned. The dilator flare was visually inspected and appeared not to be manufactured to specification (flare size too small). This was likely caused by insufficient cooling during the flaring manufacturing process. There is no evidence to suggest nonconforming product exists in house or in the field. We have notified the appropriate internal personnel and will continue to monitor for similar complaints.

Event description:
The hub of the dilator separated from the dilator. The dilator was successfully removed by hand with no subsequent intervention. The procedure was completed with the device in question. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.